Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working. The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. No patient consequences following the procedure.